Event description:
The lens was implanted upside down. The dr enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2008-00019 for the delivery device used with this intraocular lens.